Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a new implant procedure a final check of the system was performed, and out of range right atrial (ra) pacing impedance measurements and high pacing thresholds were revealed. A loose connection was confirmed under fluoroscopy. The pocket was re-opened and the ra lead was reconnected to the device, but the pacing impedance measurements still remained out of range. The device was removed from the pocket, and when measuring the ra lead with the pacing system analyzer (psa) normal pacing impedance measurements were obtained. The right ventricular (rv) lead was also connected on the right atrial side and pacing impedance measurements were also out of range. A new device was implanted with the existing ra and rv leads with normal measurements. After the procedure the old device was checked and it was noted that the device's pacing polarity on the atrial channel was configured to unipolar configuration. It was noted that the initial out of range pacing impedance measurements were due to a loose connection while when the system was reconnected the values remained out of range due to the unipolar configuration. The device will be returned. No additional adverse patient effects were reported. The configuration had been set to uni because the customer changed the configuration to uni and performed measuring again after they observed over 2000 ohms impedance during the final check, but they left the configuration as uni after they changed it.